Event description:
Fluid leaked from the motor into the surgical site. This occurred at the start of drilling. Add'l antibiotics and pulse lavage were used to clean wound site. Hosp took samples of fluid originally suspected of being oil and reported that they do not believe it to be oil due to "visible plasma cells."